Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had a pocket revision done for their pacemaker. The patient also complained of developing hives near the area of their pacemaker after the pocket revision was completed, and mentioned there may have been a dissolvable pouch implanted. No further information could be obtained through follow-up attempts with the clinic. No further patient complications have been reported as a result of this event.